Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnecting the therapy and did not follow the steps to end therapy early. The batch review was not performed because the lot number is unknown. Review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 4 of 4. The home patient (hp) states that at the start of therapy she had issues getting the hc to prime, so she opened the door and replaced the cassette without replacing the bags causing air to enter the supplies. The technical service representative (tsr) explained to discard all supplies and to notify the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.